Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker did not pace upon connecting a unipolar lead at implant. Suspecting a device issue the physician elected to remove the pacemaker prior to pocket closure and implant a competitor product despite the nominal device being programmed nominally to bipolar pacing. No adverse patient effects were reported.